Manufacturer narrative:
(B)(4). D4: catalog number - correction . D4: serial/ lot number - additional. H2: correction/additional information. H6: event problem and evaluation codes - correction.

Event description:
Subsequent to the initial MDR, a correction and additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.